Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to service (B)(4) for evaluation. The reported problem was verified. The front panel membrane was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.